Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with sensor alert and their infusion set. The customer states they pressed on the sensor and got the message to clear, but it returned and the sensor was not working. The customer also states that they were trying to prime, but insulin wouldn't come out. The customer's blood glucose level at the time was unknown. Troubleshoot was conducted. The customer was not able to finish troubleshoot, due to not being home. The customer was advised to call back to finish troubleshoot.